Event description:
Pt reports cadd legacy pump sn #(B)(4) has a battery cap that cannot be removed. Pt was not using pump at this time. It did not provide any injury to the pt and a return box will be sent to pt. Dates of use: from unk to (B)(6) 2016. Diagnosis or reason for use: i27.0.